Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system outside of procedure. It was reported that when trying to remove the system from the crate as its a new system for the facility the imaging system was beeping upon boot up and was showing all red x's on the pendant. System was unable to be moved at the moment and the manufacturer representative checked the connections. The system was functioning as intended once the handle became free. System was able to use the drive function.